Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a right umbilical hernia, characterized by drain complications. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a contributory role in the exacerbation of the patient¿s preexisting right umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call the pdrn reported that the patient had developed an umbilical hernia and explained that could also be a source of pocketing fluid. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported a left and right umbilical hernia was present prior to the patient initiating pd for rrt. The patient underwent a left umbilical hernia repair and pd catheter (not a fresenius product) placement surgery on approximately (B)(6) 2016. The surgery also revealed the patient developed a minor right umbilical hernia, however the surgeon opted to not repair it. The patient¿s umbilical hernia has been monitored closely by the nephrologist and despite the patient¿s recent drain complications, the right umbilical hernia will not be repaired at this time. Per the pdrn, the hernia has grown worse since beginning pd therapy, however it was a known risk the patient accepted prior to pd therapy being initiated. The pdrn reported the event was unrelated to a fresenius product(s) or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler as before the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.